Manufacturer narrative:
Results: lift motor.

Event description:
It was reported by service report that the head lift was broken and the head was stuck in the highest position. No patient involvement or adverse consequences are reported.